Event description:
It was reported that during implant attempt of a new lead, there was positioning/fixation difficulty and high thresholds. The device was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured; full lead in segments analyzed. Analysis of the returned lead found no anomalies. Visual analysis noted that there is blood in the distal conductor which most likely entered through the is-1 pin, because no insulation breaches were observed. While turning the is-1 pin, torque transfers to the helix without difficulty. The helix is stretched out of specification, and there is blood in/on the helix/lobe mechanism. Damaged at implant.